Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 48 mg/dl. Per carelink the customer had changed his infusion set at 12:15 am and filled hi cannula at 3.0 units. Sensor readings then dropped, the insulin pump detected the low and suspended. Customer was then found by his wife unconscious and called emergency medical services. The customer was treated with an IV and then taken to the hospital. Customer stated he had checked his blood glucose prior to being found by his wife, which was 93 mg/dl and went to bed. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and customer was advised to monitor the device. The insulin pump will not be returned for analysis.